Event description:
Spouse reports that the patient had a liver transplant in 2001 and developed an unspecified infection thereafter. The patient was prescribed antibiotics and then returned to surgery approximately nine months following the initial procedure for suture removal.

Manufacturer narrative:
H-6 conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.